Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent a transcatheter valve replacement procedure with a sapien 3 ultra resilia valve (unknown size). After post-dilation with a non-edwards balloon, there was resistance when attempting to retrieve the balloon into the 14fr esheath+. It was suddenly noticed that the radiopaque tip marker of the esheath+ was floating in the aorta. The operating team managed to catch the marker with a snare. Per report, there was no injury to the patient. Who was in stable condition. According to pre-decontamination observations of the returned device(s), the distal tip of the esheath+ was opened but split, and the liner was fully delaminated 2.5cm in length from the distal tip.